Event description:
The customer reported that during use of this bur guard with a drill to perform an oral surgical procedure, it overheated resulting in a burn to the patient's inside lower lip. Bacitracin ointment was applied to the affected area.

Manufacturer narrative:
Investigation results: conmed linvatec received the bur guard for evaluation and was unable to confirm the reported problem. During testing of this unit, it operated within the manufacturer's temperature specifications. Further examination found corrosive deposits inside the bur guard. In addition, this unit is overdue for preventative maintenance; last repair date is 2008. Related MDR# : 1017294-2009-00187. The information for use (IFU) warns the user: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance. Bur guard test procedure. Prior to attaching the bur guard; check for worn bearings by inserting a bur into the nose of the bur guard. While holding the bur, spin the guard. The guard should spin freely around the bur shaft without restrictions. Attach the bur and guard to the drill using the following instructions. Run the instrument for at least 30 seconds, carefully feeling the tip of the guard for heat. If heat is noticed, discontinue use and return for service. The customer will be provided additional information on care and handling of this device.